Event description:
A customer contacted beckman coulter (bec) reporting a leak of 5 mls of bloody fluid coming from the bottom of the diluter behind the radio frequency / data communication (rf/dc) preamplifier of the coulter lh 750 hematology analyzer, which dripped on the counter top. The customer could not isolate the source of the leak. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles at the time of the incident. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse found tubing loose on the fitting 221 ((B)(4)) at the rear of the instrument. There was no other leak identified. The fse also stated that salt build up on base of analyzer in the rear of the instrument was observed. The fse cleaned the area and replaced the tubing as preventative maintenance. Per follow up phone conversation with the customer there has been no further issue regarding the leak from the diluter on the lh750. The replaced tubing resolved the initial leak reported. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Ff221 carries diluent through pinch valve (vl) 14c to the sweep-flow reservoir (vc269). The sweep-flow reservoir (vc29) traps bubbles in the diluent supply for the sweep-flow tank. (B)(4).